Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08625 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they experienced low blood glucose of 40 mg/dl and treated with food. The customer alleged that insulin pump was over delivering. The insulin pump will be returned for analysis.